Manufacturer narrative:
Age/date of birth: not applicable, no patient contact. Gender/sex: not applicable, no patient contact. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inner packaging that protects the intraocular lens and ensures its sterility had a hole in the back. There was no patient contact. No further information is available.

Manufacturer narrative:
Device evaluation: the source images provided were reviewed, the images show a hole in the pouch, but further evaluation could not be performed due to the product not being received. The complaint issue reported could be confirmed, but a product deficiency could not be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.